Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color. When the device was removed, manual compression was used. There were no reports of patient injury. A 49-year-old male patient underwent angiography. The operator has extensive exoseal experience. The procedure involved a retrograde right femoral artery puncture using a non-cordis short sheath. Afterwards, the 5f exoseal was used for closure. At roughly a 40-degree angle, the device was withdrawn slowly; when pulsatile flow in the flashback indicator stopped, it was retracted about 1 cm further, but the indicator window never changed color even after the operator kept withdrawing slowly and tried different angles. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color. When the device was removed, manual compression was used. There were no reports of patient injury. A 49-year-old male patient underwent angiography. The operator has extensive exoseal experience. The procedure involved a retrograde right femoral artery puncture using a non-cordis short sheath. Afterwards, the 5f exoseal was used for closure. At roughly a 40-degree angle, the device was withdrawn slowly; when pulsatile flow in the flashback indicator stopped, it was retracted about 1 cm further, but the indicator window never changed color even after the operator kept withdrawing slowly and tried different angles. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard was locked, and a deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis was performed and the indicator window achieved its three stages with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.